Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an device replacement procedure, the set screw on the device header wasn't able to be turned due to the torque wrench not fitting. A follow-up procedure was carried out and the device was successfully explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.